Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter.

Event description:
Additional information received from a consumer indicated there was a catheter and delivery failure. It was noted withdrawal occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.